Event description:
It was reported that the patient expired. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 1.25mm rotablator plus and 330cm rotawire were selected for use. During the procedure, while doing rotational atherectomy angioplasty, the burr stuck and induced a perforation, which caused the patient to expire.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Manufacturer narrative:
Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of [perforation, death] was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation has been assigned an investigation conclusion code of known inherent risk of device. This conclusion is supported by the following objective evidence: perforation and death defined in the IFU as adverse events that can occur during procedure with the use of the device. According to the manufacturing memo, it can be confirmed that the device from batch 36549012, manufactured on may 21, 2025, was manufactured without any issue reported. The clinical event is anticipated in nature and severity.

Event description:
It was reported that the patient expired. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 1.25mm rotablator plus and 330cm rotawire were selected for use. During the procedure, while doing rotational atherectomy angioplasty, the burr stuck and induced a perforation, which caused the patient to expire.